Event description:
It was reported that patient with this implantable pacemaker had respiratory issues and having issues breathing since the device was implanted. Patient advocate thought that the pacemaker is causing a problem. Physician stated that the device is fine a month ago. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.